Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire information for this form were made by gore.

Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracis endoprosthesis to treat a thoracic aortic aneurysm. The aneurysm was reported to be sacular, measuring 4.5 cm, and located at the level of the left subclavian artery (lsa). Prior to the procedure, the physician performed a left common carotid/left subclavian bypass. During the procedure, the tag device (tgu373710/11167937) was placed at the level of the left common carotid artery (lcca). It was reported the physician used gore tri-lobe and reliant brand balloons to pull the tag device distally, and uncover the lcca. A final angiographic run revealed the lcca was patent, and the aneurysm was excluded with no evidence of endoleak. The patient tolerated the procedure.